Event description:
A malfunction was reported on the pump, which displayed malfunction code 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, as the customer did not have the pump at the time of the call. The customer planned to reset the pump and call back if the issue persisted.